Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels had dropped to 22 mg/dl while wearing the pod between 4 and 24 hours. The patient reports while in omnipod training they were unable to pair their pod to their continues glucose monitor so they were using the pump in manual mode. The patient reports 2 days after training they had lost consciousness and a family member had called for an ambulance. Once at the hospital the patients pod was removed. The patient was treated with long acting insulin by multiple manual insulin injections. The patient remains in the hospital at the time of this call. Follow up was received on 08apr2026. The patient had not used the omnipod again since the previously reported use prior to the hospitalization on (B)(6) 2025. The reporter stated that the patient had experienced a diabetic coma and then experienced dementia, associated with the previously reported hospitalization (B)(6) 2025. Dementia was both reported as patient history and as part of the event without further clarification. The patient passed away on (B)(6) 2025, and the cause of death was not reported. The patient was not using the omnipod at the time of death, as they had discontinued use back on (B)(6) 2025.

Manufacturer narrative:
Follow up information was received on 08apr2026. B2, b5, b7, and h6 were updated accordingly. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported events. The patient was no longer using the omnipod system at the time of their passing, however insulet is including this report out of an abundance of caution.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.0.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 22 mg/dl while wearing the pod between 4 and 24 hours. The patient reports while in omnipod training they were unable to pair their pod to their continues glucose monitor so they were using the pump in manual mode. The patient reports 2 days after training they had lost consciousness and a family member had called for an ambulance. Once at the hospital the patients pod was removed. The patient was treated with long acting insulin by multiple manual insulin injections. The patient remains in the hospital at the time of this call.